Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device: in tube/perforation (fallopian tube(s))/ essure device hanging out of tube.(essure device hanging out of tube."), genital haemorrhage ("abnormal bleeding"), sepsis ("infection (other) describe: blood infection"), uterine neoplasm ("tumor / teratoma / cancer type: uterine tumor") and uterine adhesions ("adhesions,") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation" and device difficult to use "essure device was not placed all the way in tube due to scar tissue.". The patient's medical history included depression, anxiety, polycystic ovary, cystocele, stress urinary incontinence, urethral hypermobility, menometrorrhagia and cystoscopy. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea,") and fatigue ("fatigue,") and was found to have weight decreased ("weight loss"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In (B)(6) 2009, the patient experienced drug dependence ("addiction to pain pills"). In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and depression ("psychological or psychiatric problems condition: depression due to chronic pain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2012, the patient experienced sepsis (seriousness criterion medically significant), headache ("migraines / headaches"), migraine ("migraines / headaches"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced uterine adhesions (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes describe: after hysterectomy") and experienced hot flush ("hot flashes") and night sweats ("night sweats"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("urinary tract infections") and was found to have uterine neoplasm (seriousness criterion medically significant). The patient was treated with analgesics, homeopathics nos (detox-kit-heel), other antiemetics and surgery (hysterectomy, lysis of adhesions and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, sepsis, uterine neoplasm, uterine adhesions, urinary tract infection, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, depression, dyspareunia, fatigue, drug dependence, hot flush and night sweats outcome was unknown, the headache, rash, nausea, irritable bowel syndrome, vaginal discharge and weight decreased had resolved and the alopecia had not resolved. The reporter considered alopecia, depression, drug dependence, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, night sweats, rash, sepsis, urinary tract infection, uterine adhesions, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event: hot flashes,night sweats , she did not undergo any essure confirmation were added. Event device deployment issue updated to device difficult to use. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-mar-2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe and chronic pelvic and abnormal bleeding (seen as genital hemorrhage). Both reported events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 5-dec-2016: quality safety evaluation of ptc received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe and chronic pelvic and abnormal bleeding (seen as genital hemorrhage). Both reported events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016. The report refers to a female patient of unspecified age who in (B)(6) 2008 presented to her physician to discuss her options for permanent contraception and, on (B)(6) 2008, had two essure (fallopian tube occlusion insert) coils inserted. Sometime after the procedure, began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. Plaintiff reported to her healthcare provider that she was experiencing severe and chronic pelvic and abdominal pain, as well as abnormal bleeding and urinary tract infections. On (B)(6) 2014, plaintiff underwent a total abdominal hysterectomy and a bilateral salpingo-oophorectomy. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe and chronic pelvic and abnormal bleeding (seen as genital hemorrhage). Both reported events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device: in tube/perforation (fallopian tube(s)),"), genital haemorrhage ("abnormal bleeding"), sepsis ("infection (other) describe: blood infection"), uterine neoplasm ("tumor / teratoma / cancer type: uterine tumor") and uterine adhesions ("adhesions,") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, polycystic ovary, cystocele, stress urinary incontinence, urethral pain, menometrorrhagia and cystoscopy. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea,"), fatigue ("fatigue,") and weight decreased ("weight loss"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression due to chronic pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and drug dependence ("addiction to pain pills"). In 2012, the patient experienced sepsis (seriousness criterion medically significant), headache ("migraines / headaches"), migraine ("migraines / headaches"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced uterine adhesions (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes describe: after hysterectomy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine neoplasm (seriousness criterion medically significant), urinary tract infection ("urinary tract infections") and device deployment issue ("essure device was not placed all the way in tube due to scar tissue."). The patient was treated with other antiemetics, analgesics, detox-kit-heel, surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy), surgery (hysterectomy) and surgery (hysterectomy, lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, sepsis, uterine neoplasm, uterine adhesions, urinary tract infection, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, depression, dyspareunia, fatigue, drug dependence and device deployment issue outcome was unknown, the headache, rash, nausea, irritable bowel syndrome, vaginal discharge and weight decreased had resolved and the alopecia had not resolved. The reporter considered alopecia, depression, device deployment issue, drug dependence, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, rash, sepsis, urinary tract infection, uterine adhesions, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical records received: reporters details added. Aka names added. Events added asessure device was not placed all the way in tube due to scar tissue, addiction to pain pills, weight loss, vaginal discharge, pain, hair loss, gastrointestinal or digestive system condition type: ibs, fatigue, nausea, rashes or skin conditions type: rashes, dyspareunia (painful sexual intercourse), psychological or psychiatric problems condition: depression due to chronic pain, migraines / headaches, abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: after hysterectomy. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. On 27-feb-2018: fu3+fu4 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.